Manufacturer narrative:
The device (B)(4) has been inspected for investigation purposes. Mechanical interface replacement may be due to a break down, however this was unable to be confirmed.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the mechanical interface block was non-functional. There was no patient involvement reported.